Event description:
Reporter indicated that patient developed a staph infection at the pulse generator pocket area following generator replacement surgery. The infection was treated with antibiotics and I&d and appeared to be under control afterward. Both preoperative and intraoperative antibiotics were prescribed at the time of generator replacement surgery; however, a postoperative course of antibiotic therapy was not prescribed. Further follow-up revealed that the pt eventually underwent generator explant due to the infection.